Event description:
It was reported that a one-link standard bore y-type catheter extension set experienced flushing and drawing difficulty. The reporter stated that they had to replace the connector or set due to this issue. Patient involvement and the step of setup or therapy during which this occurred were not specified. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.